Event description:
The customer reported that in the evening, they noticed a sample in a gel separator tube that did not seem to separate properly. The customer ran quality controls the next morning and these were acceptable. Patient samples were then run. The customer then performed a linearity study with n-terminal pro b-type natriuretic peptide (probnp) that afternoon and noticed that values for the study were half of what was expected. The customer then re-calibrated the assay and this failed. The customer ran quality controls on thyrotropin (tsh) and total (free + complexed) prostate-specific antigen (tpsa). Control recovery was half of what it was previously. At that time, the customer noticed that there was gel on the pc/cc probe. The customer wiped the gel off the probe, performed 2 liquid flow cleaning maintenance actions, and then repeated quality controls. Control recovery was acceptable after these actions. The field service representative suspected that gel from a sample was in the system. He cleaned the system, adjusted the measuring cell, ran performance testing, and performed a blank cell. The customer then ran calibration and quality controls, all passed. The customer repeated and questioned an unknown number of samples after the field service representative completed service actions. The customer provided data for a total of (B)(4) samples tested for tsh, 25-hydroxyvitamin d (vitamin d), vitamin b12, free thyroxine (ft4), tpsa, ferritin, probnp, and folate. Of the (B)(4) samples were found to have erroneous results. It was unknown if any or all original values were reported outside of the laboratory. The samples were repeated after the service actions and the repeat results were believed to be correct. Corrected reports were issued for the repeat values. Patient sample one initially resulted as 267 pg/ml for probnp. The sample was repeated after the service actions and resulted as 580.2 pg/ml for probnp. A corrected report was issued for a value of 580 pg/ml. Patient sample two initially resulted as 411 pg/ml for probnp. The sample was repeated after the service actions and resulted as 737.8 pg/ml for probnp. A corrected report was issued for a value of 738 pg/ml. Refer to the attachment for data from the additional 40 patient samples. It is not known if any patients were adversely affected by the event. No adverse events were alleged. The tsh reagent lot number was 17036901 with an expiration date of 07/31/2013. The vitamin d reagent lot number was 17082801 with an expiration date of 11/30/2013. The vitamin b12 reagent lot number was 17094306 with an expiration date of 12/31/2013. The ft4 reagent lot number was 17036801 with an expiration date of 12/31/2013. The tpsa reagent lot number was 16992401 with an expiration date of 09/30/2013. The ferritin reagent lot number was 17056805 with an expiration date of 03/31/2014. The probnp reagent lot number was 16845202 with an expiration date of 09/30/2013. The folate reagent lot number was 16971502 with an expiration date of 10/31/2013.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.